Event description:
Litigation alleges that the patient suffers from pain, toxic amounts of cobalt chromium in his bloodstream, and tissue damage. Update: 6/27/2013 - amended litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, difficulty ambulating and loosening of the implant. Correct date of implant has also been provided. An unknown device is now being reported to address the implant loosening. Update rec'd 12/4/2014 - litigation papers received. A dor of 1/4/2014 has been reported and an unknown stem is being added to address toxic amounts of cobalt chromium.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 04/01/2016 - pfs received. Pfs reviewed for MDR reportability. Pfs reported pain, difficulty walking, and trouble performing activities of daily living. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 21, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.